Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02370. It was reported that the patient presented via remote transmission. Review of the transmission revealed that the implantable cardioverter defibrillator had inappropriately delivered therapy. Upon interrogation, it was discovered that the right ventricular lead exhibited over-sensing noise and the implantable cardioverter defibrillator exhibited far r wave over-sensing resulting in inappropriate shock. During interrogation it was noted that the secure sense had been programmed to passive. The secure sense correctly interpreted the right ventricular noise; however, did not withhold therapy due to the passive setting. Programming changes were performed. The patient was recovering.

Event description:
New information received notes that the right ventricular lead was capped and replaced on 28 feb 2020. The patient was in stable condition post-procedure.